Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the left ventricle lead exhibited failure to capture. X-ray imaging showed that the lead had been dislodged. An attempt was made by the physician to reposition the lead; however, due to patient anatomy, repositioning was unsuccessful. The lead was explanted and a new lead was replaced. The patient was in stable condition.